Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 4th days, intraperitoneal, discontinued), and injection meropenem (1gm, every 14th day, intraperitoneal, discontinued) for peritonitis. The patient was discharged four (4) days after hospital admission and was recovered from peritonitis. Pd therapy was discontinued and the patient was shifted to hemodialysis. No additional information is available.